Event description:
It was reported that during a da vinci si total benign hysterectomy procedure a vessel sealer instrument worked for 4 firings and then did not fire on the fifth use. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis replicated the reported complaint. One electrode was dislodged from the plastic jaw. The electrode flange was completely out on one side and partially out on the other side. The gap between grips was not present with the grips in the closed position due to the electrode dislodgment, indicating a potential for a short during sealing. Sealing functionality test was performed and sealing was not functional at the instrument's tips. The grip closing force was measured and found to be 6.63 lbf at hard grip (with seal pedal pressed), and within specification of 4.25 - 8.75 lbf. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.